Event description:
Boston scientific received information that this health care professional (hcp) informed boston scientific technical services (ts) that this physician was developing a program for anesthesiologists that discusses electromagnetic interference (emi) in the operating room. The program was being developed with reference to an event that had occurred back in 2009. The patient had been presented to the operating room for a non-device related procedure (open-heart). The enable magnet use feature of the device had been programmed off resulting in sensing of electrogram noise, oversensing and multiple inappropriate shocks. The hcp mentioned that the device had been checked and the monitoring voltage was 2.33 volts at that time. The device triggered elective replacement indicator (eri) and the hcp felt that eri had been reached sooner than expected.

Manufacturer narrative:
Available information indicates that the device was explanted and replaced in 2009. To date, the device has not been returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.